Event description:
It was reported that during a procedure of the right renal vein accessed via brachial, the herculink elite catheter was advanced to the lesion, however, during balloon inflation a hole at the luer near the connection of the indeflator was noted and air was released. The balloon could not be properly inflated and the stent was partially expanded. The physician covered the hole by hand and the balloon was inflated with difficulty. The stent was successfully deployed and without consequence. There was no reported adverse patient effect. There was a reported clinically significant delay in the procedure time, however, no intervention was given to the patient. It was noted that the device had been prepared for use without issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction to (common device name) and (PMA/510(k)#).

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for evaluation. The reported leak at the luer was confirmed. Upon visual inspection, there was a split crack at the threads of the luer nosepiece. Functional testing with a new indeflator revealed fluid leaked from the crack in the luer. Scanning electron microscopy (sem) revealed the nosepiece failure may be related to exposure conditions or material/processing discrepancy. The origin area exhibited elliptical/curved boundaries and features suggesting craze initiation [typically stress cracks]; additionally, features suggesting brittle crack propagation with bands and splinters. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for the reported event. It should be noted that the rx herculink elite stent system instructions for use (IFU) states to carefully inspect the rx herculink elite peripheral stent system prior to use to verify that the stent has not been damaged in shipment and that the device dimensions are suitable for the specific procedure. Based on the available information for this lot, there is no evidence to suggest that the reported crack is related to the manufacturing process.